Manufacturer narrative:
Pump had unresponsive blank screen due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement and displacement test due to display anomaly. Pump received with pillowing keypad overlay. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump was dropped on floor. Blood glucose was 280 mg/dl. Customer stated that the self test and high pressure test was not possible. The insulin pump will be returned for analysis.